Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: an initial examination of the device was not carried out as the product was not returned for investigation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a rotational atherectomy treatment procedure, the burr became lodged in the lesion. The lesion was located in the severely calcified left circumflex artery (lcx), and was approximately 5-10mm in length. The physician initially used a 1.25mm rotalink burr successfully, ablating the lesion at approximately 160-165k rpms. The physician then exchanged to a 1.5mm rotalink burr, and the burr became lodged in the lesion on the first run. The physician exchanged the rotalink advancer in an attempt to remove the burr without success. The physician then gave the patient nitro, and "burped" the foot pedal with short bursts of rotation and was successful in dislodging the burr and removing it. The patient experienced no adverse symptoms during the attempts to remove the burr, and no damage was noted to the burr or guide wire. The procedure was then completed with angioplasty with cutting balloons and stent deployment. No patient complications were reported and patient status is fine.

Event description:
It was reported that during a rotational atherectomy treatment procedure, the burr became lodged in the lesion. The lesion was located in the severely calcified left circumflex artery (lcx), and was approximately 5-10mm in length. The physician initially used a 1.25mm rotalink burr successfully, ablating the lesion at approximately 160-165k rpms. The physician then exchanged to a 1.5mm rotalink burr, and the burr became lodged in the lesion on the first run. The physician exchanged the rotalink advancer in an attempt to remove the burr without success. The physician then gave the patient nitro, and "burped" the foot pedal with short bursts of rotation and was successful in dislodging the burr and removing it. The patient experienced no adverse symptoms during the attempts to remove the burr, and no damage was noted to the burr or guide wire. The procedure was then completed with angioplasty with cutting balloons and stent deployment. No patient complications were reported and patient status is fine.